Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 143 mg/dl, 162 mg/dl, and 85 mg/dl on the aviva system compared back to back with the results of 309 mg/dl, 318 mg/dl and 202 mg/dl on a professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.